Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, the user accidentally stepped on the cord and the pump stopped. The issue could not be troubleshot despite efforts and restarting attempts. The team had to replace the 5.5 (and console). No harm or injury noted from the pump stop.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
H6: added code g02004. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary impella 5.5 returned for evaluation. Pump stop: clinical details report that the patient stepped on the pump cable, and it unplugged from the console and stopped. The pump couldn't be restarted with various consoles. Data logs were reviewed, and all pump metrics were stable through (B)(6) 2025, when a sudden pump stop alarm #115 triggered with no mc spike. Attempts to restart the pump failed with more alarm #115's and mc spikes above 32,000. Returned product was investigated, and all motor cable phases had open lines. The pump was unable to be restarted, triggering alarm #115 and #13 pump stops. There were no catheter kinks, so the red pump plug was opened, and necking/fracture of the motor cable wires was confirmed on the catheter side. Based on the clinical details provided that the patient stepped on the cable and returned product had open motor cable lines with clear stretching and fractures, the cause of the pump stop was determined to be an open electrical line due to an unintended use error. Device history review pump sn (B)(6) passed all post-sterile inspection checks.